Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of high blood glucose of 567 mg/dl to 597 mg/dl and went to emergency room with diabetic ketoacidosis. The customer indicated that he had the flu and the infusion set fell out and led to the high blood glucose. Customer also indicated that hid blood glucose is not coming down after bolusing. Troubleshooting found that the drive support cap was normal and advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined to check their settings.